Manufacturer narrative:
The impella device was received from the customer and is currently undergoing investigation. A supplemental report will be submitted once the investigaton is complete. As noted in the impella IFU: impella rp system with automated impella controller section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device m¬alfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The complainant reported a patient noted with heart transplant rejection was implanted with an impella cp device for mechanical circulatory support. While on support, patient ventricular tachycardia (vt)/ ventricular fibrillation (vf) arrested. Family decided to withdraw care. Impella rp flex was removed. Patient was cannulated for venoarterial extracorporeal membrane oxygenation (va-ECMO) for continued support.

Event description:
It was further reported that support was withdrawn from the patient and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The pump was returned for evaluation. Upon evaluation, the pump passed electrical testing, laser test, 5s were within specifications and there were very light traces of biomaterial in the inside walls of cannula. Data logs were investigated and it was observed that dp sensor, optical sensor, motor current were all reacting similarly along with suction alarms which suggests the environment is the issue. The pump was run in a pressurized loop test for 48 hours. The loop test results showed no indication of sensor failure. Clinical mentions the patient had a heart transplant and the patient had end organ failure along with deteriorating health. Therefore, the root cause of the vt could not be determined as the necessary information was not provided. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual. Section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ b.2 revised due to medical safety review of the event since the initial manufacturer device report number 1220648-2024-17448 was submitted. The exact date of death is unknown. B.5 medical safety review was completed since the initial manufacturer device report number 1220648-2024-17448 was submitted. D.1 revised brand name as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-17448. D.4 revised model number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-17448. H.1 revised due to medical safety review of the event since the initial manufacturer device report number 1220648-2024-17448 was submitted. H.10 revised instructions for use as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2024-17448.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Pump and data logs were returned for investigation. The pump passed electrical testing, laser test, 5s were in-spec and there were very light traces of biomaterial in the inside walls of cannula. Data logs were investigated and it was observed that dp sensor, optical sensor, motor current were all reacting similarly along with suction alarms which suggests the environment is the issue. The pump was run in a pressurized loop test for 48 hours. The loop test results showed no indication of sensor failure. Clinical mentions the patient had a heart transplant and patient had end organ failure along with deteriorating health. Therefore, the root cause of the placement signal issue was most likely patient condition related to patient's deteriorating health. Cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease ¿timing of the arrythmia event in relation to impella support (during or post-implant) ¿electrocardiogram (EKG) recordings of the arrhythmia episodes ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities ¿response to any antiarrhythmic treatments or interventions during the event ¿any documented device-related issues or complications during impella support ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand ¿review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. Clinical mentions bleeding from access site but the reason is unknown. Acts were not maintained as per clinical. No other information related to how it resolved or reason of bleeding is provided. Therefore, the root cause of the access site bleeding issue was not determined since insufficient clinical information provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
The customer reported that the device exhibited an optical signal issue.